Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the fio2 is reading out of specification. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite and confirmed the reported problem. The fsr replaced the gas delivery engine (gde) and tested the device. The problem was resolved. After replacing the gde and testing the device the field service rep confirmed it passed all testing and met all vyaire manufacturer specifications. The vyaire failure analysis laboratory received the suspected component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. Bench testing revealed the problem was isolated to a faulty o2 blender assembly.